Manufacturer narrative:
Follow-up #1: date of submission: 01/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: the pump was returned with an inoperable audio tone alarm. The vibration alarm worked properly. The pump was opened and the piezo contacts were found to be misaligned. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a dual alarm failure. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.